Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unplugged. A field service engineer reseated row board cables and pyxis bus connections, which initially showed no cubies. Further actions identified a broken pyxis bus cable on the auxiliary drawer, which was replaced, along with tightening a loose latch block and replacing a missing screw on main drawer 2.1. Additional reseating of aux drawer connections and tightening of a loose pyxis bus connection on the srm were completed. After corrective actions, hta confirmed all cubie pockets were functional and the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie drawers failed and had communication error. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.